Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: returned product consisted of an emerge balloon catheter in two pieces with a non-bsc guide catheter and an unidentified guidewire. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. Microscopic examination and tactile inspection presented no damage or irregularities to the inner or outer shafts. Microscopic examination revealed numerous kinks throughout the hypotube and a complete hypotube separation 70cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The target lesion was located in a very tortuous coronary vessel. A 2.50mm x 30mm emerge¿ balloon catheter was advanced for dilatation. However, the distal part of the catheter's shaft broke. Subsequently, the device, non bsc guide wire and guide catheter were pulled out as one unit. Everything was removed from the patient's body and the procedure was completed with another device. No patient complications were reported and the patient's status was fine.